Manufacturer narrative:
A ge service representative investigated the report. No action taken as the problem could not be duplicated. The system was found to be working as intended and placed back into service.

Event description:
It was reported that the 6800 system intermittently will not boot up. It was also noted that the systems articulating arm is difficult to move. There was no report of patient injury.